Event description:
It is reported that the device was implanted in 2004, and that the pt was revised in 2009, due to implant loosening and migration.

Manufacturer narrative:
Evaluation summary: revision surgery was performed due to alleged loosening of the trilogy acetabular shell and thigh pain. The acetabular shell and a potential field age of 5 years. The shell can become loose due to the following (but not limited to): inadequate bone in growth, poly liner wear debris causing osteolysis, fiber metal pad loosening and coming off the cup, shell/liner damage due to trauma, or incorrect sizing and implantation. Cup loosening could not be verified since devices and x-rays were not returned. Alleged spot welding on the stem could not be investigated since the type of stem used was not provided. Based on the available information, a definitive cause cannot be determined. Evaluation: method/results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.